Event description:
Two eclipse homepumps (model# e102000, lot #0202857131 and lot #0202846028) containing 1 gram in 0.9% sodium 100 mls, received in shipment and arrived broken. The plastic came out of the ed.